Event description:
It was reported that during the replacement procedure of this cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion (nbd), oversensing of electromagnetic interference (emi) or electrocautery was observed. As a result, the patient experienced pacing inhibition. No adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.